Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the pt's son stated that his mother experienced elevated blood glucose values of 500 mg/dl. He believed this was due to a kink in the cannula of the infusion set headset that she was wearing. Her normal blood glucose values are under 150 mg/dl. She reported "not feeling well" when her blood glucose readings were elevated. She injected 15 units of novalog insulin, which decreased her blood glucose. She described the infusion site that she was using as "itchy" and "uncomfortable." She also mentioned that she had been having periodic difficulty with kinking of her headset cannulas. She was provided with guidance regarding her infusion site and insertion of the headset needle/cannula. Four days later, the pt stated that her blood glucose returned to normal. She had not experienced any further occurrences of elevated blood glucose. At the time of the call, the pt was unable to provide the lot # of the infusion set. She did not require medical assistance from a healthcare professional or second party to address the issue. The product was not available to be returned for eval.